Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . Additionally, review of the log files provided by the account confirmed low flow hazard alarms; however, a specific cause for these events could not be conclusively determined through this investigation. (B)(6) was returned assembled with the pump cable severed approximately 9.5¿ from the pump housing. Two distal portions of the pump cable were returned measuring approximately 11¿ and 6¿, respectively. The modular cable was returned attached to the pump cable inline connector. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations within the device that would have contributed to flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04oct2016. The heartmate 3 lvas IFU, rev. A is currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, provides information about the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the sealed outflow graft"), explains how to prep and attach the sealed outflow graft to the aorta. Furthermore, section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 7 of the IFU, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 7 of the IFU also provides instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 of the IFU, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, is also currently available. Section 4 of the patient handbook, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 of the patient handbook, "alarms and troubleshooting", describes all alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted and the patient was up listed for cardiac transplantation due to device complication and is currently getting a heart transplant. It was reported that the patient had reported increased shortness of breath, decreased exercise tolerance and significant fatigue.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 2 years, 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2019 that the patient CT showed an outflow graft occlusion. The manufacturer's technical service review noted that due to variability in pi trending presented would not suspect of any outflow graft ofg twist. Few speed changes were observed and pump parameters appear to change as set speed changes. No further information was provided.

Event description:
It was reported that the patient was transplanted on (B)(6) 2019 and that a collapsed outflow graft was involved.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow hazard alarms; however, a specific cause for these events could not be conclusively determined through this investigation. Furthermore, the reported outflow graft obstruction could not be confirmed based on the evaluation of the device. The device was returned assembled with the pump cable severed approximately 9.5¿ from the pump housing. Two distal portions of the pump cable were returned measuring approximately 11¿ and 6¿, respectively. The modular cable was returned attached to the pump cable inline connector. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations within the device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. An incidental finding was observed during the evaluation of the returned device. There was discoloration of the pump cable inline connector bend relief. The heartmate 3 lvas IFU addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, provides information about the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5, ¿surgical procedures¿ (under ¿preparing the sealed outflow graft"), explains how to prep and attach the sealed outflow graft to the aorta. Furthermore, section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.